Event description:
It was reported to boston scientific corporation that a lynx was implanted on an unspecified date. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); pelvic pain; inability to have intercourse; recurrent incontinence. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the lynx implant under local anesthesia for the following purpose: to re-bury implant which dr had also done twice before this third time he buried it deeply but it came through again and continues to do so. Nonsurgical treatments: the patient was treated with topical treatment (including oestrogen cream) and pain medication for purpose: thicken vaginal walls.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.